Manufacturer narrative:
The insuln pump had no button error alarm or frozen screen noted. Device passed self test,displacement test and the time advanced. Device had intermittent button response on act button due to corroded keypad traces. Device had ascratched display window, broken belt clip slot and cracked battery tube threads. The device was received without original belt clip. No moisture damage noted on electronic assembly or on motor. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 98 mg/dl. Troubleshooting was performed. The device was returned for analysis.